Event description:
It was reported that the patient was admitted to the emergency room after receiving three shocks. Interrogation showed crosstalk oversensing off of atrial pacing and ventricular oversensing in general, with periods of noise. A lead fracture was suspected. Detections were turned off, and the lead was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 13 - ventricular nst (non-sustained tachycardia) <=210 ms on (B)(4) 2012 in the timeframe between 10:57:47 and 13:13:40. Programmer data shows 1 - lead integrity alert on (B)(4) 2012 10:46:45. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 10:46:45.